Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.

Event description:
Customer reported the cannula on her infusion set was bent and her blood glucose went high. Customer's blood glucose was 600 mg/dl. She treated with the device. Customer experienced feeling sick and frequent urination. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was bent. Customer was advised that high blood glucose levels are often caused by site or set issues. The alarm history showed a no delivery and low reservoir alarm. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.